Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were not functioning properly. The patient reportedly was able to go to the verify screen by pressing the keypad buttons several times but was unable to bolus. The patient confirmed that there were no issues with the blood glucose (bg) values. The patient reportedly wore the pump under clothing and used a damp cloth to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up and down arrow keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts and the keypad flex cable was found to be peeling off from the base. Unrelated to the complaint, evaluation revealed a cracked battery compartment and the display lens was cracked around the edges. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.